Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately in (B)(6) 2017, the patient incurred peritonitis as a result of a rupture of the peritoneal dialysis tube/catheter. The pd tube was damaged near the belly/stomach. The patient had stopped peritoneal dialysis treatment.